Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing pain at their pocket site and intermittent shocks in their bicycle seat area and/or down their legs. The healthcare provider checked the pocket site and there was no infection. It was noted that they had tried various program combinations and settings as low as 0.5 but the pain and shocks persisted. The manufacturer representative provided the patient with new programs, but the symptoms still persisted. The healthcare provider instructed the patient to turn the implant off and even with the device off the patient reported the same symptoms; their fecal and urinary incontinence also returned to baseline, so the patient turned the implant back on, and the pain and intermittent shocks persisted. It was noted that surgical intervention is planned, but not yet scheduled. No further patient complications were reported.

Manufacturer narrative:
No outcome attributed to the event after additional information provided. Type of event changed from serious injury to malfunction due to additional information provided that explant may no longer be the result of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the intermittent shocks down their legs, even with the device off, was unknown. The issue had not been resolved, and the patient was debating if they want the device explanted or if they want to live with the pain as their fecal and urinary incontinence are significantly improved. No further patient complications are anticipated or expected as a result of this event.